Event description:
It was reported that the customer went to the emergency room with high blood glucose of 533mg/dl. It was stated that the hospital removed the infusion set from her body and the cannula was kinked. The customer was throwing up, had ketones and started going into diabetes ketoacidosis. Troubleshooting was declined as mother stated that her admission was due to no delivery insulin and kinked cannula. The customer was treated with and insulin drip and was able to leave the hospital once her glucose level was within her range. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.